Event description:
It was reported that a home patient (hp) had received system error 2367 (resume error, critical error found) alarm on a homechoice (hc) machine when it was powered on. After cycling the power on the hc, the same alarm occurred. The technical service representative (tsr) arranged to swap the hc. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.